Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver boot was performed and failed. Internal visual inspection was performed and passed. The customer¿s complaint was undetermined, the receiver had stopped working due to receiver perpetually rebooting. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported, that an unspecified malfunction occurred. On (B)(6) 2023, the patient¿s husband reported the receiver had stopped working. On (B)(6) 2023, the patient was receiving her g6 values from her receiver. She went to bed and on upon waking, the following morning, her receiver had stopped working overnight. The patient¿s glucose level had increased over night and her spouse took her to the hospital, where she was diagnosed with dka (diabetic ketoacidosis). Admitted and treated with insulin and IV fluids. The patient was released two days later. The patient¿s bg (blood glucose) or symptoms were not provided. At the time of the report, the patient was doing well. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.